Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had a low blood glucose value of 2.6 mmol/l. Mode of treatment for low blood glucose is unknown. It was unknown if the auto mode was active at the time of incident or not. Insulin pump will not be returned for analysis.